Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have went into a stroke. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have went into a stroke. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found an unknown dust contaminant inside the blower box at the air inlet, on the front enclosure, on the blower box, on the bottom enclosure, blower, and blower seal. The manufacturer also found a keratin-like substance on the blower box. The device's downloaded event log was reviewed by the manufacturer and found the following errors e-105, e-250. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown dust contaminant and unknown fiber-like particle on the flip lid seal, unknown dust contaminant and a dark, unknown contaminant around the edge of flip lid, dust contaminant to the water tank lift tray, bottom enclosure, dry box seal, and dry box. The flip lid seal and dry box seal were both observed to have a yellow-ish discoloration to them. The manufacturer also found hair-like foreign particles on the bottom enclosure, unknown fiber-like contaminant near the back panel, under the dry box, an unknown dust contaminant on the back panel, and on the heater plate. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of dust contaminants inside the device. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event, which should have been filed as product problem only. The correct b5 should have been as follow- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. Section b1, b2, b7, h1, d9, g3, h6 has been updated / corrected.